Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the menu button on the infusion device works intermittently. She changed the battery, but this did not resolve the issue. No adverse event was reported. The alleged product was requested for evaluation.